Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks during two separate episodes due to oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks during two separate episodes due to oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating t-wave oversensing and double counting was what caused the inappropriate shocks. The s-ICD was reprogrammed to lower the ventricular tachycardia (vt) zone to 170 beats-per-minute, and the physician elected to perform a vt ablation. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.